Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the vibration was undetermined. The patient has an appointment with the manufacturer representative (rep) in may. The issue was not yet resolved.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that "the thing starts vibrating" in the right side of their groin area, if they bend down. Caller described it as "vibrating almost" and "it actually hurts". Caller also mentioned that their ins "just stands out or bulges against the skin". Caller said they noticed the bulging since implant. Caller said they do physical therapy and had a session today and couldn't the exercises because "every time I bend my legs or do the clam opening and closing it gave me such a shock it hurt". Caller said they started noticing the shocking when they started increasing stimulation "once last week and again today". Caller commented that it felt like "the right side of my innards were falling out". Caller said that they saw the manufacturer representative (rep) "a couple weeks ago" and rep suggested upping "it one number every week". Caller said they got "little shocks" last week when they increased stimulation and "big shocks" yesterday when they increased stimulation again. Caller said rep wanted them to "only up to 2.0" stimulation level. Reviewed stimulation expectations and program options. Caller said they felt the "shocking" even at lower stimulation. Walked caller through changing program. Caller said that while they were sitting they could feel the "vibrating" and it was "still not too bad". Caller did state that it was uncomfortable and then decreased stimulation until they could feel it in their bicycle seat area, and it was comfortable. Redirect to doctor if issue persists.